Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the submitted system controller log file identified low speed events. Based on previous complaint history, these findings appear consistent with a potential driveline issue. In addition, the evaluation of the submitted images revealed damage to the outer silicone jacket of the driveline; however, a specific cause for this finding could not be conclusively determined through this evaluation. The submitted log file captured several low speed operation events and associated low speed hazard/advisory alarms from (B)(6) 2019 08:57:08 pm through (B)(6) 2019 03:14:44 am while the system controller was connected to a power module. Power elevations up to 12.4 w and low flow hazard alarms were also noted during this time. The submitted images revealed damage to the outer silicone jacket adjacent to the previous driveilne repair site. There was no evidence of damage to the underlying bionate layer. The pump was not returned and there is no product available for investigation. No further information was provided. The manufacturer is closing the file on this event.

Event description:
On (B)(6) 2019, it was noted via visual inspection of the submitted images, revealed damage to the outer silicone jacket of the driveline.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the log file captured speeds drops less than the low speed limit and pump stops on (B)(6) 2019 & (B)(6) 2019. Our records show we have performed an external perc lead replacement on (B)(6) 2018. The speed drops on (B)(6) 2019 @ 3:22 was due to the pump stop command being activated at the system monitor. On (B)(6) 2019 - customer reported the patient was using a grounded patient cable at the time of the pump stop/speed drops. Patient has been placed on a ungrounded patent cable & there have been no further issues.